Event description:
While using the airseal insufflator, high insufflation pressure was noted. Despite the machine saying it was venting the overpressure, the pressures did not lower. Another machine was brought to the room with the same results. New tubing was used with resolution of the problem, indicating the tubing was defective and not the machine. No detectable harm was found with the patient and the defective tubing was removed.